Manufacturer narrative:
Multiple sets of electrode pads were returned to evaluation. All of the electrodes were tested with a simulator and were capable of capturing during pacing, of obtaining pacer readings and discharging at all joule levels. A visual inspection of all lots did not yield any discrepancies and all lots were found to have been assembled correctly. There was no evidence found that suggests the electrodes contributed to the lack of capture/ECG signal during pacing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device was unable to capture pacing using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.